Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006404. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-02. Medical device lot #: 2006427. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-17. Initial reporter addr 1: (B)(6) . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe flu plus 0.25-1ml var dose 23x1 experienced misaligned scale markings. The following information was provided by the initial reporter: the markings on the syringe are offset meaning that the vaccinator felt unsafe drawing up an accurate dose.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-09-27 h6: investigation summary a device history record review was completed for provided lot numbers 2006404 and 2006427. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, fourteen samples were returned for evaluation by our quality engineer team. No scale marking issues were found.

Event description:
It was reported that 3 syringe flu plus 0.25-1ml var dose 23x1 experienced misaligned scale markings. The following information was provided by the initial reporter: the markings on the syringe are offset meaning that the vaccinator felt unsafe drawing up an accurate dose.